Event description:
The customer initially reported the multirall 200 lift was in use with a patient in the sling when the lift motor fell to the floor with the patient. Further information from the customer noted that when the lift motor disconnected from the ceiling hook, the patient fell to the bed and the list motor landed on the patient's abdomen. The patient experienced a bruise to the abdomen, but no medical intervention was required. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. The device instructions for use (IFU) state the following: install the multirall overhead lift by placing the top connector directly into the carriage hook. Check that the unit is resting securely at the bottom of the hook before applying a load or lifting a patient. Before lifting, always make sure that the sling bar latches are intact; missing or damaged latches must always be replaced. A bruise is an injury to tissue with skin discoloration and without breakage of skin. Most bruises heal without treatment, but cold compresses may reduce swelling, discoloration, and pain. A bruise is not life-threatening. In this event, the patient did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. In this event, the cause of the reported failure is unknown and end user related handling issues cannot be excluded. Additionally, it cannot be confirmed at this time which device was used at the time of the event due to conflicting information from the customer. However, it is known that the reported failure (with the q-link 1) could cause or contribute to a death or serious injury if it were to recur. No additional relevant information has been received regarding this event. The issue with the lift has been corrected. Based on this information, no further actions are required at this time.

Event description:
The customer initially reported the multirall 200 lift was in use with a patient in the sling when the lift motor fell to the floor with the patient. Further information from the customer noted that when the lift motor disconnected from the ceiling hook, the patient fell to the bed and the list motor landed on the patient's abdomen. The patient experienced a bruise to the abdomen, but no medical intervention was required. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The following additional information was obtained from the reporting facility¿s administrator. It was clarified that the patient was seated in the sling over her bed when the lift motor disconnected from the ceiling hook. The patient fell to the bed and the lift motor landed on the patient's abdomen. The patient's abdomen was bruised where the lift motor made contact, but no medical intervention was required. The customer discussed the event with staff and performed an investigation and it was determined that the lift strap above the motor was not seated properly on the ceiling hook when the event occurred. It was initially reported that a multirall with q-link 2 was in use during the event; however, upon further follow up, the customer was unsure if the multirall with q-link 2 was in fact involved and indicated that a different serial number, multirall device equipped with a q-link 1, may have been the device in use during the event. Furthermore, the customer confirmed they were able to recreate the failure with the multirall with q-link 1, but the failure could not be recreated with the multirall with q-link 2. Inspection of the device by the hillrom technician found the multirall with q-link 2, initially reported by the customer, functioned as designed. The multirall with q-link 1, which had the failure recreated by the customer, was replaced with a q-link 2. The investigation is currently ongoing. Additional information obtained throughout the course of the investigation will be communicated in a follow-up or final report.